Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an ablation interventional procedure. The suture of the prostyle was successfully pre-placed. The sheath was upsized to a 13f sheath and the ablation procedure was completed. Reportedly, when using the knot pusher to advance the knot while pulling the blue rail suture, the entire suture and knot came out of the vein along with a piece of tissue. A figure of 8 stitch was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported malposition of the suture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The reported patient effect of tissue injury is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. The reported difficulty, patient effect and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.